Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The de novo target lesion as located in a coronary vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon advancing the device, the shaft got broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The de novo target lesion as located in a coronary vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon advancing the device, the shaft got broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 74.7cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.